Event description:
It was reported that the bd maxplus¿ pressure rated extension set would not flush. The following information was provided by the initial reporter: we have another j-loop that won¿t flush.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint that they were unable to flush the sample could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set would not flush. The following information was provided by the initial reporter: we have another j-loop that won¿t flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that they were unable to flush the sample could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109025 was performed. The search showed that a total of 38403 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.